Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain and neuropathy. It was reported on (B)(6) 2016 that the patient was experiencing tightness in neck, back, shoulders, and having a return of old pain. It was also reported that the patient went through withdrawal, and was writhing in pain. It was also reported that the pump "stopped" on the patient in the middle of the day. When at the doctor it was confirmed that the pump had stopped on (B)(6) 2016. It was stated that the pump should've lasted another 16 months. The patient's pump was replaced. It was reported that the patient was experiencing extreme pain , and muscle spasms from the pump stopping. It was reported that the patient experienced the neck, back, and shoulder tightness before she had the pump and that stress is what brought it back. The patient was being medicated with bupivacaine (unknown dose and concentration), and dilaudid (unknown dose and concentration). The patient's status was unknown.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonable suggest that the device in this report may have caused or contributed to a death or serious injury. There is no evidence to reasonably suggest that this device malfunctioned. This does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the previously reported information pertains to manufacturer's report # 3004209178-2016-21787 [pump stopped; withdrawal/muscle spasms]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: [return of old pain, tightness in neck, back, and shoulders]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.